Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump not performing as expected. The pump was removed and replaced. No patient complications were reported.